Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed as part of the (B)(4) clinical study. The patient underwent a bronchial thermoplasty treatment performed in the lungs. No issues were noted with the device. It is unknown which bt procedure is related to this event. The patient was not hospitalized following the bt procedures. According to the complainant, the patient experienced asthma exacerbation (event date not reported). The patient was seen in the emergency room and was treated with systemic corticosteroid. The patient was hospitalized for this event, the specific hospitalization dates were not reported. The patient's condition was reported to be recovering. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values: collected on (B)(6) 2014: pre-bronchodilator: fev1: 1.40; fev1 (% predicted): 40; fvc: 2.67; fvc (% predicted): 60. Post-bronchodilator: fev1: 2.09; fev1 (% predicted): 60; fvc: 3.50; fvc (% predicted): 79.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed as part of the (B)(6) clinical study. The patient underwent a bronchial thermoplasty treatment performed in the lungs. No issues were noted with the device. It is unknown which bt procedure is related to this event. The patient was not hospitalized following the bt procedures. According to the complainant, the patient experienced asthma exacerbation (event date not reported). The patient was seen in the emergency room and was treated with systemic corticosteroid. The patient was hospitalized for this event, the specific hospitalization dates were not reported. The patient's condition was reported to be recovering. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values, collected on (B)(6) 2014. (B)(6). Additional information received on 27jun2017. This adverse event is related to the patient's third bt procedure performed on (B)(6) 2015 in the right and left upper lobes of the lungs. Additional information received on 03nov2017. According to the complainant, this asthma exacerbation and subsequent hospitalization was reported to be related to the bt procedure in error. The complainant confirmed that this event is not related to the bt procedure.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed as part of (B)(6). The patient underwent a bronchial thermoplasty treatment performed in the lungs. No issues were noted with the device. It is unknown which bt procedure is related to this event. The patient was not hospitalized following the bt procedures. According to the complainant, the patient experienced asthma exacerbation (event date not reported). The patient was seen in the emergency room and was treated with systemic corticosteroid. The patient was hospitalized for this event, the specific hospitalization dates were not reported. The patient's condition was reported to be recovering. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values collected on (B)(6) 2014: pre-bronchodilator: fev1: 1.40, fev1 (% predicted): 40, fvc: 2.67, fvc (% predicted): 60. Post-bronchodilator: fev1: 2.09, fev1 (% predicted): 60, fvc: 3.50, fvc (% predicted): 79. **additional information received on 27jun2017** this adverse event is related to the patient's third bt procedure performed on (B)(6) 2015 in the right and left upper lobes of the lungs.